Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during extended bolus deliveries, the pump did not deliver the full bolus. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional details regarding event.